Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the lad. The lesion was excessively calcified with 90% stenosis and moderate tortuosity. The device was removed from the packaging, inspected and prepped prior to use with no issues noted. The lesion was pre-dilated. Resistance was felt when device was passed through the lesion site. The device failed to cross the lesion and it was noted that the stent struts were lifted. There was no resistance noted with the non-mdt guideliner during attempted positioning. The procedure was completed with a non-mdt stent (same size). There was no adverse event to the patient. Device evaluation: the device was returned for analysis. The distal tip was frayed. The first three distal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation codes results: inherent risk of procedure (stent deformation) : patient condition affected the effectiveness of the device (lesion morphology - excessive calcification, 90% stenosis, moderate tortuosity) deformation problem (stent) evaluation codes conclusions : known inherent risk (stent deformation) : device failure related to patient condition (lesion morphology - excessive calcification, 90% stenosis, moderate tortuosity). (B)(4).